Manufacturer narrative:
The pump passed the selftest. Successfully downloaded history files and traces using thump. Pump error 53 alarm was recorded and found in the formatted history file on 07/17/2025 07:00:09.000, 07/17/2025 07:07:25.000 softwareerror (53) file number: 32 32143 32 32143 32 line number: 265 399 265 399 265 sw/hw: hw (possible hw). Grouping: motor voltage regulator, other motor hw. However, unable to perform displacement test due to pump error 38 alarm during rewind. Pump error 38 was not recorded at the history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Pump error 53 alarm was confirmed. Pump error 53 alarm suspected hw issue. Pump error 38 confirmed due to motor defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer was able to clear the alarm and completed the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1812 was requested for return and the customer response was that the device will be return.